Event description:
Additional information was received from the manufacturer representative (rep). Rep reported the implant was explanted and there was no replacement put in. The device will not be sent back due to rep being able to complete contact with the patient.

Manufacturer narrative:
Continuation of d10: product ID 97745 serial# unknown product type programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurosti mulator (ins). It was reported that the patient had issues charging their implanted neurostimulator and the issue began for "awhile." Rep noted the patient (pt) would charge their implanted neurostimulator to 30% and they would see the charging is complete message. Mdt rep wasn't with the pt during the call. Agent called pt to troubleshoot and they couldn't troubleshoot because they were on hold with the va. Pt noted they would call back into patient services to troubleshoot the issue later. Mdt rep suspected the recharger needed to be replaced. Additional information was received from the manufacturer representative (rep). Rep wanted to know if technical services (tss) was able to troubleshoot with patient. Tss reviewed that there was no contact with patient. Rep said he wanted to send equipment and tss was reluctant, since no troubleshooting was done, but agreed to rep's request. Rep tried to contact patient about replacement and at this point patient didn't want replacement equipment. Additional information was received from the manufacturer representative (rep). The rep reiterated that the patient describes inability to charge. The ins was explanted and the issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.